Event description:
The customer reported a leak involving the coulter ac*t diff analyzer. The customer did not specify the volume of the leak but indicated that the leak was not contained within the instrument. The customer did not specify the type of personal protective equipment worn at the time of the event but no injury or exposure was reported. No discrepant patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and found that the baths were overflowing. The fse noticed that pinch valve lv15 was defective and proceeded to replace the pinch valve. Repairs were verified per established procedures and results met published specifications. Failure mode is attributed to a defective pinch valve lv15. (B)(4).